Event description:
Additional information received reported the patient¿s pain level had increased dramatically and it was reported the current managing physician was not paying attention to it. The hcp wanted to decrease the dosage and told the patient they thought the medication was what was increasing the patient¿s pain level. It was noted the patient has had pain for the last 17 months. It was reported about twenty minutes after the patient gets his refills, he gets a sweet taste in his mouth and the next day tastes metal in his mouth. The patient also felt tingling all over the body and ¿has burn marks¿ on his feet where nerve endings are ¿firing off¿. The patient also felt pin pricking like they were getting shocked. It was reported the patient believed this has something to do with the pump. It was later reported on (B)(6) 2013, the patient had a refill and evaluation. The evaluation consisted of ¿other pain-related issues such as psychosocial and emotional adjustment; the need for oral medication monitoring, addition or adjustment; and evaluation of functional ability¿. At this appointment, the patient¿s chief complaint was low back pain, described as burning and sharp. The pain was reportedly more intense pain compared to the pain he had previously. Upon the hcp¿s assessment, the patient continued to complain of total body pain, non-localizable numbness and tingling, and a weird taste in his mouth. It was noted the pain had not improved with increasing the dose of it meds. The hcp was concerned with the risk of an it granuloma and was going to proceed with imaging, a CT myelogram. On (B)(6) 2013, results of a CT spine thoracic enhanced revealed no foreign body granuloma, minimal to mild degenerative changes of the thoracic spine and a mild compression fracture deformity of the t10 vertebral body, which was new since (B)(6) 2004. Also on (B)(6) 2013, the patient had a thoracic myelogram. The impression indicated there was successful contrast media injection prior to and CT myelogram. It was reported the patient had a return evaluation with the hcp on (B)(6) 2013. The patient¿s chief complaint at the appointment was their pain on the lower back on bilateral sides along with the upper back. The patient also complained of a burning pain numbness and tingling through the whole body. It was noted the pain was radiating to their legs bilaterally. It was reported the patient¿s current pain was similar to the pain they had on a previous visit. The patient during this appointment rated their pain as ¿7/10¿. It was reported the patient felt his pain was under poor control and described the quality of the pain as sharp. Abnormal sleep patterns were reported; the patient was kept awake by the pain at night and felt fatigue during the day. It was reported the patient denied being kept awake by the pain medication and was having the insomnia unrelated to their pain. The factors that tended to increase the pain included sitting, standing, walking and physical activity. The factors that decreased the pain were lying down and heat. It was noted urination had a minimal effect on the pain. It was reported since the patient¿s last evaluation, the patient felt that their ability to perform activities of daily living, his ability to work, social relationships, and sleep pattern had not changed. It was reported the patient admitted to the following: progressive neurological deficit in the arms, progressive neurological deficit in the legs, and constipation. It was reported CT scan and emg results were examined and it was noted the degenerative changes had questionable correlation with the patient¿s pain complaints. Upon the evaluation, the hcp¿s assessment noted ¿I cannot find anything including intrathecal granuloma. Offered referral to neurologist, he declines. His opioid dose has gradually escalated, is now very high. Will dc all oral opioids, and start weaning off it meds as well. Will prescribe 50 percocet to help with weaning, must last three months¿. The hcp noted in their opinion the patient¿s main diagnosis was lumbar post-laminectomy syndrome along with other significant and possible diagnosis including chronic pain syndrome with complex physical and psychosocial emotional components. It was later reported on (B)(6) 2013, the patient came in to the hcp for a pump refill and evaluation. The evaluation consisted of ¿other pain-related issues such as psychosocial and emotional adjustment; the need for oral medication monitoring, addition or adjustment; and evaluation of functional ability¿. It was reported the patient¿s chief complaint during the visit was lower back pain which was described as burning and sharp. The patient had also reported at the visit new tingling and weakness in the lower extremities. It was noted there was no change in the patient¿s gait, speech, reflexes, strength or sensation from the previous visit. It was reported the patient continued to have uncontrolled pain, more focused to the low back. During the visit, the patient¿s pump was refilled and the dose of morphine was decreased, ¿to bring the patient within the guidelines¿. The plan was to re-evaluate the patient in two weeks.

Event description:
The patient experienced withdrawal with symptoms of extreme headaches, metallic taste in mouth, and flu-like symptoms; he had been having issues since (B)(6) 2011 and had made three emergency department visits. The pump event logs were normal except for a motor stall and recovery on (B)(6) 2012 which was associated with MRI. When attempting a catheter dye study the catheter could not be aspirated. A rotor study was not performed. No fluid or catheter tears were discovered when exploring the pump and spinal pockets. After disconnecting the catheter from the pump it was possible to easily aspirate the catheter. A total of 19ml were removed from the pump reservoir when the expected residual volume was 2ml. The catheter was replaced. The pump contained infumorph 25mg/ml, 5.995mg/day, which was changed to infumorph 10mg/ml following catheter replacement. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
Additional information: the catheter was replaced on (B)(6) 2012 due to catheter failure and symptoms post pump revision surgery on (B)(6) 2011. Following replacement, an x-ray was performed and confirmed the new catheter to be in the spine and had not pulled out. There was a potential fluid collection due to cerebrospinal fluid (csf) leakage from the old catheter removal vs. Some issue with the new catheter that was placed. The physician wanted to re-open the wounds to look for any csf leakage and to try to repair and reinvestigate the catheter to make sure there were no issues with the catheter itself. The patient denied the approach and wanted to give it more time. The patient was to be seen for a follow-up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: explanted: product typ programmer, patient product ID 8731 lot# serial# (B)(4) implanted: 2004-(B)(6) explanted: 2012-(B)(6) product typ catheter product ID 8596sc lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6) product typ catheter. (B)(4). Additional final device analysis revealed no significant anomalies on the catheter segment #2. The connector portion of the catheter (segment #1) had a well-defined indent outside of the lumen of the connector, possibly causing the inability to aspirate the catheter as stated in the complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).